Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced high impedances resulting in inadequate stimulation. The patient underwent a revision procedure where it was discovered that the lead extension wires had separated from the extension port housing the leads. The lead extensions and implantable pulse generator (ipg) were replaced. The patient was doing well postoperatively. The physician assessed that the patients severe dystonia and extreme posturing may have put too much strain on the extensions.

Manufacturer narrative:
Device technical analysis: analysis of the returned ipg db-1200-s serial number (B)(6) was performed and revealed it would not charge despite multiple charging attempts, and communication could not be established with a known good remote control (rc) or clinician programmer (cp). Therefore, the data logs could not be retrieved or analyzed, and no functional testing could be performed. Internal investigation of the ipg revealed excessive sleep current and low resistance of a node where high resistance was expected, which confirms that the application-specific integrated circuit (asic) chip is damaged. This damage is typically caused by the ipg exposure to external high voltage or high current transient sources. In the absence of any prior reports of communication difficulty, the damage observed in the ipg was most likely during the explant procedure. Visual inspection of the returned lead extension nm-3138-55 serial number (B)(6) revealed that the lead extension tail was completely separated from the lead extension connector. It appears that excessive mechanical force was exerted from the lead extension tail, resulting in its separation from the lead extension connector and causing the reported high impedances and inadequate stimulation.visual inspection of the returned lead extension nm-3138-55 serial number 7078495 revealed that the lead extension tail was completely separated from the lead extension connector. It appears that excessive mechanical force was exerted from the lead extension tail, resulting in its separation from the lead extension connector and causing the reported high impedances and inadequate stimulation.device history record review: a review of the manufacturing records associated with these devices indicated that they were successfully processed according to requirements. The DHR did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale.labeling review: a labelling review was performed, and it did not reveal any anomalies as it states failure or malfunction of any of the device components, including but not limited to lead or extension breakage, hardware malfunctions, loose connections, electrical shorts or open circuits may lead to a loss of adequate stimulation resulting in weakness, muscle spasms, shaking, restlessness, or problems with movement and may require device removal or replacement and are known risks associated with the use of deep brain stimulation (dbs). A labeling review was performed, and it did not reveal any anomalies as it states the following medical procedure may turn stimulation off, cause permanent damage to the stimulator, or may cause injury to the patient. If the procedure below is required by medical necessity, the procedure should be performed as far from the implanted components as possible. Stimulator function should be confirmed after the procedure. Ultimately, however, the stimulator may require explantation because of damage to the device or patient harm.-electrocautery - electrocautery can transfer destructive current into the dbs leads and or stimulator. Bipolar or monopolar electrocautery may be used. Electrocautery probes must be kept a minimum of 1 in (2.5 cm) away from the implanted device. Investigation conclusion:based on the available evidence, the reported occurrence of high impedances and inadequate stimulation was confirmed. The associated lead extensions were found damaged. Excessive mechanical force on the lead extension tail sections caused them to separate from their connectors, which led to the reported high impedances and inadequate stimulation tracing the cause to component failure. In the absence of any prior reports of communication difficulty, the damage observed in the ipg was most likely incurred during the explant procedure, therefore, the most probable root cause is traced to another device. The findings obtained after explant identified a distinct condition unrelated to the reported complaint: the ipg would not charge or communicate during analysis. Upon opening the device, internal electrical testing demonstrated excessive sleep current and unexpectedly low resistance at a node designed to be high resistance, consistent with damage to the application specific integrated circuit (asic). The signatures are typical of exposure to high voltage or high current transients (e.g. Electrocautery). Given that there were no pre-explant reports of communication difficulty, the asic damage is most consistent with perioperative explant damage and does not relate to the original patient complaint. The labeling warns against the use of electrocautery as it can cause permanent damage to the implant. Therefore, the ipg asic damage and the associated inability to charge or communicate during post explant analysis was most likely caused by an unintended error that contributed to the event.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced high impedances resulting in inadequate stimulation. The patient underwent a revision procedure where it was discovered that the lead extension wires had separated from the extension port housing the leads. The lead extensions and implantable pulse generator (ipg) were replaced. The patient was doing well postoperatively. The physician assessed that the patients severe dystonia and extreme posturing may have put too much strain on the extensions.